Event description:
The pump went into failure mode. Upon unplugging the pump from the electrical socket, the pump continuously alarmed saying "help internal error." The pump was removed from service, and a replacement pump was obtained. This problem was fixed by a technician who replaced the transistor on the power supply board. The device was returned to service.